Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella support experienced multiple suction alarms and they were resolved after multiple units of blood were administered. The patient was alleged to be actively bleeding.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and low pump flow has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause for access site bleeding was not determined. It was mentioned that they are not concerned with the bleeding anymore. No sufficient clinical details were submitted, nor the product was returned to investigate and determine the root cause. Also, the root cause of the low pump flow issue was not determined since product was not returned, there was no motor current spike or trend observed in the data logs and not enough information is provided as per the clinical description.